Manufacturer narrative:
The rotor motion control box was returned to the manufacturer for evaluation. Testing found that the electrical evaluation did not pass due to the motor power having no output.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the rotor motion controller was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect rotor motion controller has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the rotor motion controller of the imaging system would not perform homing function. There was no patient present at the time of issue.

Manufacturer narrative:
Unique device identifier was corrected.